Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. Failure analysis was unable to verify missing segments/partial display due to blank display. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not functional. The customer stated they were sent a replacement battery cap, but that did not resolve the issue. Customer stated they were unable to see the insulin pump's screen. It was also found vertical lines appeared and the screen would go blank after buttons were pressed. The customer's blood glucose was unknown. Customer also reported the blank display issue persisted with a battery cap replacement. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.